Manufacturer narrative:
Failure analysis confirmed that the insulin pump had moisture stain on lcd glass. No moisture damage found on the electronic or motor component. The insulin pump had a cracked case all corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 140 mg/dl. The customer stated the insulin pump was exposed to moisture; water. There is moisture underneath the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.